Event description:
Consumer complaint of about low blood results. Performed blood test - 132 mg/dl. Caller states she normally reads between 250-270mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (270) and the normal result (1132) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).